Event description:
It was reported that the water flow in a glaucoma implant shunt was checked during the pre-operative preparation stage and the water did not flow or it was difficult to get through. The customer then replaced it with a new product. The patient is ok. No other information was provided.

Manufacturer narrative:
Implant date: if implanted, give date: not applicable, as there was no patient contact with the device. Explant date: if explanted, give date: not applicable, as there was no patient contact with the device. Initial reporter name and address:: telephone number: (B)(6). The device is not returned; therefore, a failure analysis of the complaint device cannot be completed. A review of the device record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d9. Device available for evaluation? Yes returned to manufacturer on: jul. 12, 2022 section h3. Device evaluated manufacturer? Yes device evaluation: the product was received in the original packaging. The product was disinfected according to procedure. Product evaluation was performed under magnification. Additional testing was not performed. The results of the inspection shows that there is no problem with the tubing. Based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.